Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. When the pump was turned on an error code occurred, and the history log could not be reviewed. The complaint was confirmed but the cause could not be determined. The pump was returned unrepaired to the customer at customer's request. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a liquid crystal display (lcd) leak, and error 1260 ringing before the self-test started. The fault occurred while checking before in use with the patient. There was no patient involvement, and no patient harm/adverse event reported.